Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 427 mg/dl at the time of the call. The customer stated that they treated their blood glucose levels with manual injections. The customer was assisted with performing a high pressure test and their insulin pump passed the test functions. The customer was advised to monitor their insulin pump for any further issues.